Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: lens vial returned empty. No liquid or lens. Work order search: no similar claim type was reported for units within the same lot. (B)(4).

Event description:
The reporter stated that a cc4204a, +22.0 diopter, collamer single piece intraocular lens ripped during the loading process because of the injector. The reporter stated that they discarded the lens and returned the empty box to the manufacturer. There was no patient contact. The nanopoint injector was used.

Manufacturer narrative:
Product returned in a plastic bag. Lens was returned stuck in cartridge. Visual inspection found no visible damage to device and lens stuck in cartridge. No visible damage to cartridge or injector. (B)(4).

Manufacturer narrative:
Device evaluation: a visual inspection and a performance test were run with the present injector and cartridge. A hydrophobic iol was successfully injected under worst case scenario. This led to the conclusion that the iol was misloaded or a haptic has got pinched. The visual inspection pointed out that the trailing plate of the iol is torn. Most likely the trialing plate was pinched and therefore the iol got stuck. Method: process evaluation: device history record review found associated injector lot was manufactured within established parameters and limits. Corrected data: the lens was returned stuck in a cartridge inside a plastic bag. The lot number of the nanopoint injection system was provided. (B)(4).